Event description:
A (B)(6) pt's nurse contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons would not activate the device. Upon eval, the rear response button cable was damaged. The cause for the inability to activate the device is the damaged cable at the rear response button. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.